Event description:
It was reported that an 840 ventilator powered on and off by itself multiple times. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer (se) inspected the device and was unable to duplicate the reported issue. The se re-seated the gui (graphical user interface) to bdu (breath delivery unit) cable. The unit passed all testing and operated within the manufacturing specifications.